Event description:
The ge oec 9800 fluoroscopy system had instances where the right monitor would go dark, difficulty inputting pt info, left monitor swap to right had images difficult to visualize. Black right monitor.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective systems interface board. The systems interface pcb was removed and replaced. Additionally, the external interface for the network was found to be broken. This was also replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The facility was unable or would not provide any add'l pt info with respect to any incidents with this system or malfunction.